Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's case manager that the customer got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose in the 300 mg/dl range at the time of the incident. The caller did not mention how the customer was treated. The customer experienced symptoms such as vomiting. The customer was wearing the insulin pump during the incident. A doctor told the customer the high was due to a pump malfunction and that they were not getting basal insulin. Troubleshooting was not completed as the customer was not available at the time of the call. The insulin pump will not be returned for analysis.